Manufacturer narrative:
The device passed testing by appropriately alarming when air was present in the tubing distal to the pump. (B) (4)

Event description:
The customer contact reported the pump did not alarm when air was present in the tubing distal to the pump. The pump was programmed to deliver lr (lactated ringers). No specific programming parameters were provided. After an unspecified length of time, the nurse noted the lr container was empty and air was noted throughout the tubing up to the pt's IV site. No pump alarm was reported. The physician was notified. The pt was monitored for a few more hours for symptoms of air infusion. No symptoms were noted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.